Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer alleges that the motors are moving 3 to 4 inches when user is trying to transfer from chair, also causing user to get jerked around when locked down in van.